Event description:
It is reported that surgeon removed tubular plate and medial distal tibia plate due to patient pain and atropic nonunion. Patient went to union on the fibula, fracture refixated. The patient was revised to 10 hole 3.5mm lcp plate. The surgery was completed successfully with no delay. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.